Manufacturer narrative:
The affected device was examined onsite by dräger service technician and the log file was provided for further analysis at the manufacturer¿s site. The log file analysis shows that the device detected a temporary deviation within the electronic system which caused a restart of the device on the (B)(6) 2021 at 12.11 pm. The logged entries indicate that a runtime error occurred generating a temporary deviation of the motor rotation speed out of tolerance. At 12.12 p.m. The ventilation was then manually stopped by the operator. A deviation within the electronic system will cause a software-controlled restart of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system restart is combined with an audible and visible alarm of high priority. The device reacted as specified to a detected deviation and performed a restart in order to remedy the issue; the restart was accompanied by a corresponding alarm. The device was successfully tested according to the manufacturer¿s specification (including a test run for a couple of days without issue). The device was released for use again. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use that the unit displayed a device failure. It was conveyed that this device was ventilating a covid patient for a week and there was no patient injury reported.